Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure tubes did not have the label on them. Before use the tubes were observed to have no labels. The tubes were discarded as a result. No injury or medical intervention reported.